Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was apparent explant damage and the lead was stretched. There was no sign of fracture on x-ray. We did receive performance data collected from the device and have analyzed the data. 1 patient alert for right ventricular pace lead impedance greater than 3000 ohms occurred on (B)(6) 2011 03:00:06. Weekly pacing measurement log data shows a gradual increase for min and max ventricular pace of 776 to 3392 ohms peak between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the right ventricular lead had a steady increase in pace/sense impedance over the last couple of months and became high. It was also noted that the threshold was slightly up. It was later reported the lead was removed and replaced due to an apparent fracture. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had a steady increase in pace/sense impedance over the last couple of months and became high. It was also noted that the threshold was slightly up. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for right ventricular pace lead impedance greater than 3000 ohms occurred on (B)(6) 2011 03:00:06. Weekly pacing measurement log data shows a gradual increase for min and max ventricular pace of 776 to 3392 ohms peak between (B)(6) 2011.